Manufacturer narrative:
Even though no product has been returned, fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Event description:
Additional information provided: h2, h3, h6, h10.

Manufacturer narrative:
The reported failure mode was confirmed. Visual inspection of the returned product confirmed the end cap was unthreaded from the housing tube. The returned rod was observed to be partially distracted. Per reported failure functional testing was not applicable. Review of the device history records indicated the rod was functionally tested.

Manufacturer narrative:
The device has not been returned for investigation. Root cause is unable to be confirmed at this time.

Event description:
Information was received that a revision procedure will be performed on (B)(6) 2020. As per the reporter, the end cap had disengaged from the rod. There was no patient injury reported.